Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported that prior to use of an unspecified number of tampons, she noticed the insertion tubes had open petals due to the pledget being partially exposed through the end of the insertion tube. She reported that she had decided to use these tampons which resulted in her being scratched in her vaginal cavity. She is fully recovered and she did not seek medical attention.